Event description:
It was reported that 1 bd pen needle autoshield duo 30gx5mm had safety shield failure. The following information was provided by the initial reporter : the customer reported the safety shield of the needle npe was preactivated before use.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/15/2021 h.6. Investigation: one open 30g x 5mm safety pen needle sample and two photos were returned from lot. No. 0049410, cat. No. 329705. Visual examination was carried out on the returned sample and photos and it was observed that the non patient end of cannula was activated and the patient end of cannula was not activated. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of this issue is the rotation of the non patient shield locking into the hub not being set correctly. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone# : unknown. Initial reporter zip code: unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen needle autoshield duo 30gx5mm had safety shield failure. The following information was provided by the initial reporter: the customer reported the safety shield of the needle npe was preactivated before use.